Manufacturer narrative:
Returned cartridge had a wedge band bypass. Evaluation summary: the analysis results found that one instrument, cartridge (b), and a different cartridge (c) were received. Cartridge (c) was received with a wedge band bypass, as the left side was fully fired and the right side was not fired. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged. The instructions for use state: insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place." The instrument fired, cut and formed all the staples without any difficulties noted, when tested with a test cartridge.

Event description:
It was reported that when the device was used during a wedge resection procedure, a wedge band bypass was observed on the reload cartridge. Another device was used to complete the case. There was no patient consequence.